Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was reported that multiple bg meters were used throughout the same sensor session. Labeling indicates: finger stick bg values will vary from meter to meter, and test to test. It is important that the patient use the same commercially distributed bg meter during their session.